Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: unknown date: the patient underwent x-ray which showed disc replacement in place. Also, MRI scans revealed severe facet osteoarthritis at l4-5 with the disc replacement in place and a solid fusion at l5-s1. No canal stenosis was noted. The patient also underwent CT scan which showed similar findings with a solid fusion at l5,s1. There was severe facet arthritis at l4-5 with the disc replacement in place. On (B)(6) 2015: the patient was preoperatively diagnosed with l4-5 spondylosis with severe facet osteoarthritis. Status post posterior spinal fusion with subsequent removal of instrumentation l5-s1. Status post anterior lumbar disc replacement l4-5 and underwent the following procedures: bilateral lateral fusion at l4-5. Placement of segmental spinal instrumentation at l4-5, utilizing ortho development pagoda titanium pedicular instrumentation system. Local bone graft and bone matrix crunch. Use of rhbmp-2/acs. Intraoperative fluoroscopy. As per the operative notes: ¿the l5-s1 fusion was solid. Bilateral lateral fusion was done at l4-5 utilizing rhbmp-2/acs, local bone graft from the spinous process and bone matrix crunch. A burr was used to decorticate all bony surfaces at l4-5 including the facets. The rhbmp-2/acs was appropriately prepared. After decortication a sponge with rhbmp-2/acs was placed. Autologous local bone graft was then placed. A second sponge with rhbmp-2/acs was then placed. A second layer of autologous local bone graft was placed. An identical procedure was performed on the contralateral side. Vicryl mesh was placed over the bone graft bilaterally in order to prevent migration of both the bone graft and the rhbmp-2/acs.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.